Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after the right ventricular (rv) lead was repositioned, the physician was unable to extend the helix. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the drive shaft lug stuck behind the retraction stop, and that prevented helix extension. If information is provided in the future, a supplemental report will be issued.